Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to a stroke and brain hemorrhage. The blood glucose reading at the time of death was 200 mg/dl. The customer's spouse stated that she found her husband half-conscious on the bed, having vomited all over. She stated that she tried to find out what happened, and he had said, "too much insulin," but the spouse, who is a nurse, did not believe that was the issue after taking his blood glucose measurement. She believed the cause of death was the stroke. The customer was wearing the insulin pump at the time of death. The caller stated that she was not in possession of the insulin pump, since the last time she had seen it was when he was taken to the hospital while wearing it. She advised that if the device was found, since she thought her relatives might have taken it, she would be donating the insulin pump. Nothing further reported.